Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire tip detachment occurred. A 300cm, 8cm poly tip v-18¿ control wire¿ guide wire was advanced to the lesion. However, the tip of the device broke off and was stuck inside the non-bsc support catheter. The device was removed as a whole and the procedure was completed with another v-18¿ control wire¿ guide wire. No patient complications were reported and the patient's status was stable.